Manufacturer narrative:
This complaint has been reported under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that the mesher was not catching skin and the handle was getting stuck. It was difficult to get the graft through the device. No harm or delay were reported but an additional unplanned graft was needed.

Event description:
No additional information available.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the unit was found to have a bent comb. The comb was replaced and resolved the reported issue. It was noted that the unit was last serviced in 2012 and has not since been returned for annual preventative maintenance. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.